Event description:
The doctor claims that the graft was implanted for an aortic aneurysm replacement procedure (aaa). During the procedure, blood leaked (reported not excessively) from the bifurcation of the graft. When the bifurcation was examined closely, a gap was found on its stitching line. The graft was removed and another graft (gel soft plus 20mm x 10mm) was used and the procedure completed successfully. Since the leak site wasn't where the graft was clamped, it was deemed a product defect by the doctor. It was reported by the hosp that the pt has no infectious disease and is doing well, now. In 2004, co received the following additional information: the quantity of blood lost through the graft's bifurcation is unk and appears, at this time, to be unattainable. The procedure was an abdominal aortic aneurysm graft replacement.